Event description:
It was reported that during a recent pacemaker programming, the pacemaker was found to be in a depleted state. It was believed that high threshold of lv lead was causing pacemaker battery depletion. The pacemaker and the lead were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2022-44660.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at end of life (eol) level upon receipt. Analysis of device image indicated device operated at high pacing output settings and autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomaly, voltage is at end of life (eol) level. Longevity assessment was performed, and implant duration exceeds total projected longevity indicating normal battery depletion.